Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was a membrane rupture. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. A catheter tubing kink was observed approximately 75.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal and measuring approximately 0.03cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Full event site name: (B)(6). This record was inadvertently cancelled on 21-july-2020 after being opened on 02-july-2020. Refer to attachments as objective evidence. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was a membrane rupture. There was no reported injury to the patient.